Event description:
The customer called and reported receiving no delivery alarms on the insulin pump. Customer stated she changed out the complete set, which resolved the issue. Customer's blood glucose was 285 mg/dl. At the time of this report, customer's blood glucose was 125 mg/dl. A reservoir occlusion was not ruled out and customer was advised the reservoir would be replaced. She agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.